Manufacturer narrative:
The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where a piece of the battery threads broke off. The unit was also received with a cracked and broken off piece from the reservoir tube lip, a missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.